Event description:
It was reported that, after a tka surgery, the patient underwent a revision surgery on (B)(6) 2022 because the post of the journey bcs / journey ii bcs knee insert broke, so it was removed and replaced. Patient is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the date of the patient¿s tka is unknown. According to the report, a revision was performed due to the breakage of the journe ii bcs knee insert. The requested clinical documentation has not been provided as of the date of this medical investigation. Without the requested medical documentation, the clinical root cause of the reported failure could not be determined. It is unknown if the patient experienced any trauma or if the surgeon faults the device. The patient impact beyond the reported broken insert and subsequent reported revision could not be determined. Since the patient is in a stable condition, no further medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or excessive forces applied to the implant. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.